Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can it be confirmed that in each firing the complete width of compressed tissue was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Per conversation with surgeon, all of the tissue was proximal to cut line. Does the surgeon routinely wait 15 seconds prior to firing? No. Was the device used to take the mesoappendix and appendix? Just appendix. Was the tissue able to be compressed to 1mm? Yes. Were there any staple form issues noted throughout the care of the patient? No. What was the patient age/gender? 30¿s, gender unknown. How was the issue addressed in the 2nd procedure? Hematoma evacuated. What is the current patient status? Unknown.

Event description:
It was reported that during a laparoscopic appendectomy, the surgeon had a routine laparoscopic appendectomy, used pvs stapler, noticed an arterial bleeding on the appendicular stump that was attended to with (B)(6). Bleeding seemingly stopped, procedure was completed. Patient was brought back the next day for surgical evacuation of hematoma at the surgery site.